Manufacturer narrative:
The reporter informed the company that the product has been discarded.

Event description:
Senior support worker reported that a male consumer, who has cerebral palsy, used an oral-b toothbrush. The consumer bit down hard on the brush head and the brush came off the stem. No injury was reported.